Manufacturer narrative:
Age at time of event: 50's.

Event description:
It was reported that a death occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On (B)(6) 2021, the patient presented with altered mental status and was transferred to another facility to be evaluated for stroke. A computed tomography (CT) scan was completed with no sign of stroke. The patient was admitted to be further evaluated/tested. Another CT scan was done and no stroke was seen. A transesophageal echo (tee) was done by the doctor and the device was thrombus free and looked like it did when it was released. The patient became more unresponsive and went into pulseless electrical activity. A code was called but they could not resuscitate him. On (B)(6) 2021, the patient died.